Manufacturer narrative:
Date of report received: 10 jun 2019. MFR received date: 10 may 2019. Based on the information provided, the reported issue is not likely to cause or contribute to death or serious injury. Both visual and auditory alarms were present. The medical device representative performed troubleshooting and confirmed both visual and auditory alarms were present. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported by the service technician that the led indicator was faulty. There was patient involvement. The device was in use at the time of the event; however, there was no patient harm.